Manufacturer narrative:
The device was returned to olmypus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the grip packing ring was loose, a screw stopper was replaced for preventive maintenance, due to damage on the charged coupled device unit the image had black dots, and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had probable damage to the lens. In addition, the glue release within two years since the last repair. There were n reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and found the air/water tube, and the plastic distal end cover had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, it was confirmed that the materials adhered to the aw-channel and c-cover. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.